Manufacturer narrative:
Other: hose assembly.

Event description:
It was reported by svc report that there was hydraulic fluid leaking from the hose. The cot will not lower with manual release handle. No pt involvement or adverse consequences are reported.